Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the valve was initially adjusted to 2.0. After a couple of days, the valve was found to be at 0.5, without exposure in an mr field. The valve was readjusted to 2.0, but again changed to 0.5 after a couple of days. It was then readjusted to 1.5, but dropped to 1.0 after one day. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable device showed issues in the adjustment. The device was explanted, and a new valve was implant on (B)(6) 2018. It was noted that nothing happened to the patient, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, and leak testing. However, the valve did not meet the requirements for pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.